Event description:
It was reported that the implantable neurostimulator was explanted due to an erosion and infection. Additional information had been requested. A follow-up report will be submitted if additional information becomes available.